Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b1 the device was returned to olympus for inspection. Upon evaluation, the reported malfunction of error code e216 a scope communication error caused by a broken image sensor cable was confirmed. Additionally, the following reportable malfunction was identified during the device evaluation: chipping of the a-rubber adhesive. Based on the investigation findings, the probable cause was determined to be corrosion of the video connector's electrical contacts. The most probable cause was traced to an expected or random component failure with no identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the endoeye flex deflectable videoscope received error code e216 during inspection for use. There was no patient involvement in this reported event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.